Manufacturer narrative:
The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. No devices received, log review only.

Event description:
The customer reported that 120ml of irinotecan was programmed to infuse at 120ml/hr for 1 hour but was noted to have completely infused within 36 minutes. The patient experienced facial flushing and required additional monitoring as a result of this event.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. No anomalies were observed. Analysis of the pcu event log shows that at 10:56 am on (B)(6) 2017 the device was programmed to infuse at a rate of 120ml/hr with a vtbi of 120ml. At 11:33 am, the device alarmed for fluid side occlusion and the device was restarted. One minute later the vtbi was changed to 30ml. At 11:49 am, the primary infusion completed and the device transitioned to the kvo rate of 5ml/hr. The user then added 3ml to the vtbi. At 11:50 am, the device alarmed for fluid side occlusion and was then channeled off. The volume that should have infused during this time period (approximately 54 minutes) would be approximately 105ml. The starting volume of the fluid container cannot be determined through device logs, and it is unknown if any of the volume of this container in question was used to prime the set. Functional testing found the device to be delivering fluid within specification. The root cause of the report of an overinfusion was not identified.